Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had a low speed which did not allow normal operation. During an in-house engineering evaluation, it was observed that the coupling on the tool side was not functioning, defective and had low revolutions which caused faulty functioning. It was further reported the device failed pre-test for status of development, air leak, function of soft mode switch (safety), check triggers for forward/reverse, untrue running, excessive noise, power with test bench min. A 110 to 160 w and starting behavior. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly